Event description:
It was reported that the smallbore 6 inch ext vlv, 7 day was blocked/occluded during the flush. The following information was provided by the initial reporter: "the end user in the liver unit was unable to flush the smartsite extension set. This was tried several times and tried again by clinical procurment" "I have just received a complaint regarding 20039e7d in relation to in ability to flush through it. I have tried using multiple syringes but none of them seem to be able to open the blue septum to anything other than a very small slit rather than the round flow path you would normally see."

Manufacturer narrative:
H.6. Investigation: a 20039e7d product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20125315. A review of the production records for lot 20125315 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. CAPA#1998036 was initiated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv, 7 day was blocked/occluded during the flush. The following information was provided by the initial reporter: "the end user in the liver unit was unable to flush the smartsite extension set. This was tried several times and tried again by clinical procurment". "I have just received a complaint regarding (B)(4) in relation to in ability to flush through it. I have tried using multiple syringes but none of them seem to be able to open the blue septum to anything other than a very small slit rather than the round flow path you would normally see."